Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. This is report one of two reports (3007042319-2016-01794, and 01795) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was experiencing electrical faults per data analysis. Cleaning procedure for hvad driveline connector was recommended due to this electrical fault. The patient was short of breath after 30 seconds of pump stop. Pump stop was not longer than 30-40 seconds. The patient was fine again when the pump was restarted.

Manufacturer narrative:
The driveline cable, (B)(4) , and the controller, (B)(4), were not returned for evaluation. Review of the manufacturing documentations confirmed that the associated driveline cable and controller met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector. In addition, the reported "electrical fault alarm" event was confirmed via review of the controller log files, which revealed an electrical fault alarm for the reported event date. The most likely root cause of the electrical fault alarm is contamination by foreign material as observed in the field. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. The most likely root cause of the electrical fault alarm is contamination by foreign material as observed in the field. This is report one of two reports (3007042319-2016-01794, and 01795) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.